Event description:
(B)(4). I began to have sharp pains in my abdominal area and went to the local ER and the doctors but the only answer they had was that I needed to have a bowel movement and that should make it better. So I did take laxatives to force more bowel movements but this didn't help with the pain and just made me more uncomfortable having to use the bathroom so much. I was than told to go see my gynecologist because the only thing they could think of was something for my gynecologist to look into. So I went to see him (B)(6) and told him about the pain and also that I noticed that my stomach was looking like I was pregnant when I wasn't. He told me "I was just fat and needed to start doing sit-ups." So I left and went back again a week later or so and he did another exam and said that I had cysts on my ovaries and also had endometriosis so I had surgery for those things on (B)(6) 2013. After the surgery I was still having pain and was still gaining weight for unknown reason at the same time. I went back to the doctor and he told me that it was still the endometriosis and he wanted to put me on more medicine but it was going to trigger me to feel like I was going through menopause so I said no and asked him to remove the essure coils that he inserted into me and he told me that I needed to bring him proof that that could cause side effects, so I did, and he told me that the FDA report on it stating that women did have these issues after the insertion of the device and he told me that there wasn't enough women that had that happen for it to be listed and told me to get a second opinion than. So I went to a second doctor and found out that someone in my area had the same issues and had the coils removed by a doctor close to my home so I quickly switched to him (B)(6) and he performed the surgery removing the fallopian tubes and coils with them on (B)(6) 2013. I was still having some problems so I went in and found out that there was still a small piece of one of the coils left inside my uterus that causes me pain still but I'm managing and dealing with it because the only other choice left is to have my uterus removed and I can't handle another surgery. I have however gone from (B)(6) at the time of surgery on (B)(6) 2013 to (B)(6) now and didn't change a thing in my diet or day to day life. I also had side effects that started about a month after insertion, those include these uses, abdominal pain, gas, bloating, weight gain, exhaustion, further depression and anxiety, high blood pressure, facial hair growth, acne, and more that I'm sure I'm forgetting there are just so many, all of which have gotten better or completely gone away since most of the device is out of me.

Event description:
(B)(4). I had to have a hysterectomy on (B)(6) 2016 due to the piece left behind in my uterus causing me severe pain and heavy bleeding. I've also experienced hair loss and bloating of the stomach. This has been the worst thing to happen to me, I lost all my reproductive organs because of this medical device the day before my (B)(6) birthday along with so much time with my family because I was so exhausted from my body always fighting the essure coils. If I could go back to the day I had this device placed in me, I would turn and run from it. Please help to get this off the market, so no more women have to suffer like myself and so many other women.